Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event. The reporter stated that recurrent loss of prime warnings had occurred. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.